Event description:
Analysis of the handheld was completed on 01/14/2016. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 01/14/2016. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The handheld was returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
It was reported that the physician's handheld is always maintained at room temperature in a clinic room and stays plugged into the electrical outlet. There is no user mishandling that may have contributed to the event.

Event description:
It was reported that the physician's handheld would give a warning message "computer battery low" after being plugged into the electrical outlet continuously. The physician performed a hard reset; however, this did not resolve the issue. The physician was provided a new programming tablet. The handheld is expected to be received for analysis, but has not been received to date.